Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - model number: corrected. Section d4 - catalog number: corrected. Manufacturer's investigation conclusion: the returned oxygenator was found to be compliant with the technical specification, and no device issues were identified through this evaluation. Evaluation of the returned oxygenator found no obvious cracks or damage to the external housing, ports, or fibers. Clear drops of liquid were noted in the top and bottom housing that may have been related to the reported event or the condition of the device during its return to abbott. It was noted that if condensation had formed on the top housing, it could have dripped through to the bottom housing through the gas pathway. The oxygenator was forwarded to the supplier (eurosets) for technical analysis. The oxygenator was placed on a mock loop with physiological water, filled using a peristaltic pump at 6 liters per minute (lpm), and remained in the mock loop for 6 hours. During this time, the oxygenator did not leak. Based on the investigation, eurosets confirmed that the oxygenator was compliant with the technical specification, and no issues were identified. The relevant sections of the device history records for the centrimag adult extracorporeal membrane oxygenation (ECMO) kit (cmaek), serial #(B)(6), were reviewed and showed no relevant deviations from manufacturing or quality assurance specifications. The centrimag pre-connected pack instructions for use (IFU) is currently available. The IFU contains the following general warnings: -only trained personnel should use the pack. -a backup pack must be available immediately near the primary pack during support. -frequently monitor the patient and circuit. Under the section titled ¿prime the centrimag pre-connected pack,¿ the IFU warns to monitor the circuit for leaks or other product anomalies. Replace the pack if it does not operate as expected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the oxygenator was primed and was leaking from the top; there was rapid condensation at the top dripping out of the bottom of the oxygenator. There were no alarms. The oxygenator was cut away and replaced.

Manufacturer narrative:
A1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The leak was found when it was checked before use on a patient. The circuit was primed 2 days prior to the leak being noted. The leak seemed to be internal in the heater fluid channel. The pump was running at around 2000 rpms and the priming fluid was plasmalyte. No inlet/oulet pressures were monitored at that time. There were no photos or videos were taken.

Manufacturer narrative:
B5 narrative info. D4 - additional device information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.